Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes lead dislodgement. When the right ventricular lead was being repositioned, the atrial lead was explanted due to some tissue that had formed at the end of the screw.